Event description:
As reported by the user facility on the medwatch form: venous needle partially came off during treatment and the venous pressure monitor was not triggered by any alarm. The blood pump was not triggered by any alarm. The blood pump was not stopped resulting in blood loss. In 2005 - additional information received from the facility indicated that the patient was admitted to the ER and then released. The patient is ok and was back on dialysis the same day.